Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown exeter stem. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
The other device listed in the report is a v40 fem head orthinox 28-0, cat # 6364-2-128, lot # g1468147. It cannot be determined which, if either of the reported devices may have caused or contributed to the patient's experience. An event regarding poly wear involving a malpositioned cementless non-stryker cup (manufactured by aesculap) was reported. Conclusion: based on the provided information, the product reported in this investigation did not contribute to the event. A review of the medical records by a clinical consultant concluded that the root cause of this event is related to cup malposition in almost absent anteversion. The problem is not related to the implanted exeter stem although it had to be removed for access reasons to the cup. Cup exchange is almost impossible without stem removal where with the exeter stem a cement-in-cement revision is the preferred mode for temporary stem removal for access reasons. No further investigation is required at this time. If additional information or device becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The customer reported that the patient was originally implanted with an exeter/aescalap hybrid 28mm head on poly in 2006, underwent a revision surgery in 2012. **update** the customer reported that the poly wear with th aescalap cup was excessive and that this was the primary problem. The patient presented with pain and poly wear .

Event description:
The customer reported that the patient was originally implanted with an exeter/aescalap hybrid 28mm head on poly in 2006, underwent a revision surgery in 2012.